Manufacturer narrative:
Comments: eval determined that the attachment was damaged. On follow-up it was noted that this was identified during a routine in-service visit and it was confirmed that there was no pt impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Repair request initiated for device with a report of bad bearings. Report escalated to complaint based on eval finding that the footed portion was detached and missing due to tool contact. There was no pt impact reported. On follow-up it was noted that this was identified during a routine in-service visit and it was confirmed there was no pt impact.